Event description:
It was reported that the pump had alarmed with 'no disposable, pump won¿t run.' The patient had been instructed to stop and restart the pump; however, the alarm had persisted. The tubing had been clamped, the cassette unlocked, and the line checked for air¿air had been present. The tubing had been massaged and the cassette tapped. The patient had been instructed to reattach the cassette, unclamp the tubing, and restart the pump, but the alarm had continued. The patient had then been instructed to turn off the pump, clamp the tubing, and call the clinic to determine whether to arrive earlier than the scheduled 1500 appointment. Rate: 2.0; volume: 10.2; amount given: 81.85 ml. The patient had not been affected. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.